Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the alarm history confirmed the reported issue. Functional testing was performed. The cause of the reported issue was a faulty main board and battery, and the main board and battery were replaced to address these issues.

Event description:
It was reported that a persistent primary audible alarm had occurred along with a battery issue during patient infusion. No symptoms were reported.